Manufacturer narrative:
The customer biomed investigated the issue with ge healthcare technical support. Ge healthcare provided technical assistance and recommendations. No further information is available. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 10/30/17 phone call, 10/31/17 phone call, and 11/01/17 phone call.

Event description:
The hospital reported an issue during patient use. There was no report of patient injury.